Event description:
The physician's office reported that the patient had passed away. The cause of death was not known and the physician could not provide any additional relevant information on the death or if it was suspected to be related to the vns device. The funeral home was contacted as part of the investigation. It was reported that an autopsy had been performed on the patient however the results were still pending. The vns device had been explanted and given to the patient's family. No additional relevant information has been received to date. The explanted device has not been received. Due to lack of information the cause of death and relationship of the death to vns therapy is unknown.